Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial#: (B)(6), lot#: 7078100, product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial#: (B)(6), lot#: 7072233. Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial#: (B)(6), lot#: 5150626. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial#: (B)(6), lot#: 750350.

Event description:
It was reported, that the spinal cord stimulation lead implant puncture site on the back of the patient was infected. The patient underwent a system explant procedure. And was doing well postoperatively. The devices will not be returned by the medical facility.